Manufacturer narrative:
One pneupac babypac ventilator was returned for analysis in damaged condition. Upon visual examination the alarm pressure knob and peep/CPAP knob cap both were missing. The faceplate was noted to be bowed out. Air indicator was found to be damaged; indicating the unit had been dropped. The device was repaired. Based on the evidence, the complaint was confirmed. The root cause was due to customer handling damage; user interface.

Event description:
Information was received that a smiths medical venilator has a broken high pressure control.